Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer was treated with pump. Customer¿s high blood glucose level was 400 at the time of the incident. Customer¿s current blood glucose level was advised as 419 mg/dl. Customer declined troubleshoot for high blood level. Customer also stated that they keeps getting a no delivery message. Customer stated that when doing insulin dosage gets a no delivery. Customer was assisted troubleshoot for no delivery alarm. Customer was assisted in performing a 5.0 unit fixed prime and customer states the insulin exited. The product was not returned for analysis.